Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer advised their blacklight did not turn on, the graph for the sensor did not show any information and they declined to troubleshoot since they do not use the insulin pump for insulin delivery.